Event description:
It was reported, that the pump battery was depleting quickly. The customer¿s blood glucose was 248mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information. However, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.